Manufacturer narrative:
Batteries (B)(4). Six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event of power switching could not be confirmed since log files from the reported event date were not available for analysis. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. There were no reported adverse patient effects in relation to this event. With review of the reported information and analysis of the returned devices with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. Other products also involved in this event: battery: (B)(4), exp date: 10/31/2016. Battery: (B)(4), exp date: 12/31/2016. Battery: (B)(4), exp date: 01/31/2017. Battery: (B)(4), exp date: 01/31/2017. Battery: (B)(4), exp date: 01/31/2017. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There are no apparent clinical causes for this event.   The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times.  It also provides information about proper care of the system and what to do in case of an emergency.  The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient stated his batteries were "toggling". The site did not consult with the local team for recommendation to solve the event or send log filed for battery functions assessment. The site exchanged all six batteries for the patient from stock with no reported consequences or impact to the patient. No additional information provided.